Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose of 64 mg/dl. Reportedly, the customer entered an incorrect value when requesting a bolus and subsequently delivered a larger bolus than needed. The customer was treated with "some kind of sugar fluid¿ intravenously. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support advised the customer to always follow prompts on the screen to avoid accidental over delivery of insulin.